Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise. Further evaluation by cardiology was recommended. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).